Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient got her implant yesterday. The patient cannot hear real well and they would not let the husband in the building because of the pandemic. The husband was calling to see what he is supposed to do. The wife said she was told to leave it. The caller said the patient has the device for the bladder. The device has not totally stopped the bladder leakage. The patient is still leaking the same amount as before the implant. The caller tried to call the doctor a couple times and no one answered. Trial worked after about a week to week and a half after implanted. The patient will just soak the bed, and last night, she got up four times. The patient was on program 1 at 1.8 volts. The caller is going to set up a doctor's appointment in two weeks and if she still is not getting relief to talk to the doctor about if it should be adjusted. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event. Additional information was received. The caller reported that the trial phase worked well, but the patient was still having symptoms with the ins. The first night it worked for them, they did not have leakage, but still had to get up to use the bathroom 3 or 4 times. The patient was now having a lot of wetting and the night prior was really bad. They stated they started at 1.8 and have since increased to 2.0. It was reviewed to slowly increase to a point to where the patient was feeling comfortable stimulation. They did not want to adjust stimulation during the call because the patient had just woken up. Additional information was received. The patient's husband repeated report of patient never having had therapeutic effect. Caller states that they saw the hcp on monday and hcp changed the setting to p4 and recommended to try p4-7 since p1 didn't help with the symptom control at all. P4 has not helped at all with symptom control so they would like to make additional changes and on the call successfully increased stim from 3.7v to 5.7v on p4 and the patient is comfortable. Caller mentions that the pt had great therapy results with the trial, but not with the implant. On (B)(6) 2020 they called back to make some additional settings because her current program has not worked at all. Changed to p5 at 7.4v and the patient described stim as a pulsating and throbbing sensation but confirmed it was not uncomfortable and wanted to leave stim there for a week or so. Patient will monitor symptoms and make changes as needed. Additional information was received from a consumer. The patient reported that the patient was still having therapy concerns. When they met with their managing healthcare provider about 2 weeks ago following implant the doctor had made a comment that the patient should stick with programs 4, 5, 6, and 7 and that their amplitude should not go higher than 3 or 4. The caller stated that when he tried changing the patient's programs 6 and 7, he had to increase the amplitude nearly all the way up to 8 and the patient was not feeling stim sensation. The patient had been on p5 for nearly a week and not had any therapeutic effect. The patient had to wash her clothes every day, because it just poured out of her and they didn't get the feeling to go. If they did get the urge to go, then it started to drip out of her on her way to the bathroom. The caller confirmed that the patient had not had falls or traumas. Patient services reviewed general recommendations regarding program use and the role of managing healthcare provider. The caller was going to try additional programs and follow up with managing healthcare provider if not resolved. No further complications were reported at this time.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a family/friend of the patient. The husband reported that they can't adjust the stimulation to help the patient. They have tired program 4,5, and 6. They told her to leave it on a setting for a week or two. The patient had it on program 5 and felt stimulation on 5 and the last time on 5.2 volts. They waited 12 days, on aug 14 tried program 6 and had to go to 8.5 volts before the patient would feel anything. Program 1 on 8.0 volts, and 5.2 volts on (B)(6). When they went to the doctor for check-up the doctor set it to program 4 at 7.4 volts (B)(6). On (B)(6), went to 7.5 volts. When the patient did the trial the last four days of it worked wonderful. They had four nights of no problems urinating. When the patient went in to get the permanent operation they can't seem to get it adjusted. The current setting on (B)(6), program 6 at 8.5 volts the patient felt the vibration and hasn't touched it since then. Had it on program 7 and went to 8.5 volts but didn't feel anything. Had the patient switch to program 2 and went to 8.5 volts and felt nothing, switched to program 3, went to 8.5 volts and felt nothing. The husband said he feel like it is working because he can feel fell a buzzing through the handset. The patient is not scheduled to go back to the doctor until (B)(6), . The husband said that when the patient was on program 4 at 4.2 volts before, the patient could feel the stimulation. He said, the patient wets the bed terribly, and during the trial it actually stopped it. Now he has to change the bed every day. The patient had no falls or accidents. They wanted to try program 4 again. We switched to program 4 she brought the stimulation all the way up to 7.2 volts and the patient felt stimulation in buttocks. We lowered it to 6.0 volts where the patient could still feel the stimulation. The husband called the doctor at both tampa locations today and left messages to call them back. The husband has to put four heavy pads under the patient, and the patient goes through 4-5 poise pads a day. He said, the patient had a bladder lift before the simulator probably 6 months or so before. Advised the caller to let the doctor now when they call back; they have tried all programs and not getting results.

Event description:
Additional information was received from the patient¿s spouse. They called back again repeating the same issue going on. The caller stated they went to meet with a manufacturer representative (rep) on (B)(6) 2021 and at that time, the rep noticed that the stimulation wasn¿t on. The rep turned it on and sent the patient home and didn¿t do any other programming. The caller stated they were now realizing that the stimulation had been off because the patient hadn¿t been getting any therapeutic relief no matter what program they tried and had just decided to turn it off until they went to see the doctor. The caller stated they were tired of messing with it and that they had already put a call into the doctor as well. Patient services reviewed that at this point the patient would want to go in and see what the next options were. Patient services reviewed impedance check and possible x-ray as the caller brought up the thought that maybe the lead could be disconnected, which was why the patient was having these issues. An email was sent to the manufacturer representative (rep).

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient repeated that the stimulator has never worked for them since date of implant. Caller stated they are very disappointed and stated pt has a terrible problem where pt wets the bed "as bad as a baby". Caller stated trial device worked well for pt after about 4-5 days. Caller stated pt has seen hcp and the reps and have "reset it", but stated they still cannot get therapy to work. Caller stated they have tried changing therapy settings to where pt can feel stimulation comfortably and that still is not helping. Caller stated they have tried all 6 or 7 programs available and it's still not working. Caller stated one time they added on programs a and b, but stated therapy still doesn't work. Offered to assist caller with therapy changes over the phone. Caller stated pt had appt. With hcp twice, but stated most recent appt. Last week pt had to cancel due to other health issues and that they will follow up with hcp to setup appt. With their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient stated that the device never worked since implant. The patient has met with the manufacturer representative (rep) and healthcare provider (hcp) however the issue has not been resolved. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the event of them not receiving any therapeutic benefit was undetermined. The patient has gone to the doctor's several times and nothing helps.